Manufacturer narrative:
The suspected device was returned for evaluation. Review of the event logs identified multiple "high alarm displayed: cassette not attached properly" alarms. A review of the available service history found no previous related repairs within the last 12 months. Visual and functional inspection confirmed both the downstream and upstream occlusion tests unable to perform due to the "cassette not attached properly" alarm. The dso sensor was replaced. The customer complaint was confirmed. The probable cause was determined to be a defective dso sensor. The dso/uso sensors were calibrated, and the pump subsequently passed performance verification testing (pvt) and all functional testing criteria.

Event description:
It was confirmed during inspection of the returned pump that the event log contained multiple "high alarm displayed: cassette not attached properly" alarms. This confirmed malfunction would interrupt therapy if it occurred during patient use and could potentially affect the patient. There were no patient involvement and no patient harm.